Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: occasional interference patterns (due to malfunction of universal cord assembly) component failure of the universal cord a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of subject device became blurred, indistinct or noisy in use. The event occurred during service / maintenance. There were no reports of patient harm.